Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. A new cartridge was loaded to resolve the issues. It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. The customer declined to provide additional information regarding the issue.